Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir per (B)(4). No air bubbles were observed during analysis. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent was reported via phone call that reservoir had leak. Customer's blood glucose level was 257 mg/dl. Customer states reservoir compartment was leak. Customer also reports motor error. The reservoir will be returned for analysis.